Manufacturer narrative:
This report is being submitted as follow-up no. 1 to provide the completed investigation results. One (1) 8fr angio-seal device was returned for product evaluation. The returned device included the carrier tube and hemostasis sheath. The device was visually inspected and found to have been in used condition with visible signs of blood. The carrier tube and hemostasis sheath were returned fully separated with the carrier tube in the fully rear-locked position. The anchor was present at the distal tip of the device and had not been deployed. The hemostasis sheath was found to have been kinked toward the distal tip at the blood inlet hole. No other damage or issue was identified. The complaint was able to be confirmed for an assembly issue due to a kinked hemostasis sheath. The exact root cause cannot be determined. The likely cause was determined to have been damage sustained by the hemostasis sheath due to off-axis loading resulting in an issue with device insertion. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Manufacturer narrative:
The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the involved angio-seal device came out (lock defective). After confirming blood flowing from the drip hole on the locator, the anchor was deployed, and the angio-seal device was withdrawn. However, the angio-seal device fully came out as the anchor was not set. The device was not used, and manual compression was applied to achieve hemostasis. Subsequently, hemostasis was successfully achieved by manual compression only. The physician could not dissociate that the device attributed to the event. The procedure before deploying the device was percutaneous coronary intervention (pci). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 7 french. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter was 6mm. No health damage for the patient. The estimated blood loss was less than 250cc. The event occurred pre-treatment. There were no other devices or equipment used with the reported product. The patient was not injured, medical or surgical intervention was not required.